Event description:
Post stent placement while removing delivery device, the device became "stuck" on terumo wire. Unable to retrieve with moderate effort. Wire stabilized and significant effort used. Staff noted a "pop" and device became easy to remove from wire. It was noted that approximately 4" of inner layer of device was left on wire. See scanned page.